Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: there were call service 078 alarms observed in the pump's black box. During the rewind step,the pump emitted a call service 0788 alarm. The pump was opened and the motor wire was not properly seated in the motor connector. Unrelated to the motor issue, the battery compartment was cracked from the threads to the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.